Event description:
Third revision for patient with d.j.d. Had paellectomy in 1960's significant medial collateral lig laxity allowed for post stabilizer sublux. Requiring custom 30mm thick tibial insert and stablizing post. Originally had 21mm thick component.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.